Manufacturer narrative:
The product information was not available. The investigation could not be completed without the essential product information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified set leaked from the in-line filter site. The leak was identified during the last few hours of a twenty-four (24) hour infusion with etoposide. There was no patient injury or medical intervention associated with this event. No additional information is available.